Event description:
Nellcor puritan bennett rec'd a call from user facility on 10/20/98. User facility called to report the following problem: no volume delivered with all light-emitting diodes on and constant single tone alarm. Not on pt.